Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after intracoular lens (iol) implantation, the lens was explanted within 3 months of initial procedure due to vision blur. The clinical reason for explant was reported as decreased best corrected visual acuity (bcva). The lens was replaced with monofocal toric lens. Additional information has been requested.